Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that experienced high blood glucose level. Customer¿s high blood glucose value was 400mg/dl and current blood glucose level was 260-270mg/dl at the time of the call. Customer stated that they got no delivery alarm and motor error alarm. Troubleshooting was performed for motor error. The customer states they are able to rewind the insulin pump. The product will not be return for analysis.